Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended.

Event description:
The customer report the system displays a temperature warning and will not x-ray. No pt injury was reported.